Manufacturer narrative:
Investigation found a tear in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear. This resulted in there being a leak within the fluid path. Corrosion was observed on the mechanism rail and pcb. In addition, blood was also observed in the soft cannula and inside the device. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patients blood glucose levels reached 371 mg/dl while wearing the pod. Patient did a bolus to correct the levels. Patient said the green circuit board looked melted inside.